Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The dose area product was calibrated. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the monitor on the 7900 system was displaying poor image quality. No pt injury was reported.